Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had keypad anomaly, all buttons especially the middle button were harder to press. Customer stated insulin pump had no delivery alarm, insulin pump clock will gain time, rewinding was louder, battery life down to two to three weeks, labeling on buttons was worn off and there was cloudiness on display screen. No harm was required during medical intervention. The insulin pump will not be returned for analysis.